Manufacturer narrative:
Not returned. As of this report, the device has not been returned for analysis. There is no additional information related to this event available to the company at this time. If additional information becomes available, the event will be updated as necessary on june 23, 2006 guidant corporation (now boston scientific crm) issued a physician communication regarding a well-defined subset of devices manufactured using low-voltage capacitors from a single component supplier may perform in a manner that leads to device malfunction, including intermittent or permanent loss of output or telemetry, or premature battery depletion. Boston scientific does not have sufficient information to determine that this device behaved in the manner described in the advisory.

Event description:
Co received information that this device was part of a legal action, and the patient passed away. Our company received previous information via the patient's wife, that this patient, passed away one week following his implant procedure. There were no allegations at this time of that initial report. Co has no specific information as to whether the device was involved in the patient's death. The device is subject to an advisory, low voltage capacitor advisory (6/2006).